Event description:
Baxter reports a leak between the patient adapter of a uv transfer set and titanium adapter after 24 days of use. A set change was performed. The affiliate reports no patient injury or medical intervention as a result of the incident. The affiliate reports the titanium adapter "felt loose". No further information is known at this time.